Event description:
Ous MDR - after an implantation period of about 84 months, oversensing with low impedance values was reported via home monitoring. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments. A portion of approximately 3 cm between the two segments was not received for analysis. The returned lead segments were extensively analyzed. The inspection revealed multiple signs of abrasion. In particular, severe abrasion marks were observed between the yoke and the connector pins and a damaged insulation was found on the distal lead segment. This insulation damage can be considered as the root cause of the clinical observation. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings of the insulation and the deformation of the svc shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.